Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: the motor sticks and is rusty, the cable resistance is out of tolerance. The defective motor cable and defective motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause of the device failure during the service evaluation. This serialized device (1107f4615) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in germany that the 8022 handpc tornado shaver device did not work. During in-house engineering evaluation, it was determined that the motor was sticking and rusty and the cable resistance was out of tolerance; and that there was an electrical short. There was no procedure nor patient involvement reported. No additional information was provided.